Event description:
It was reported that during an appendectomy procedure, the staple misfired on the seventh firing. Only fired halfway. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.